Event description:
It was reported that a patient's implantable cardioverter defibrillator (ICD) exhibited ventricular oversensing. No changes or interventions were reported. The patient condition was not known.

Event description:
Additional information received indicates that the patient was normal and healthy.